Manufacturer narrative:
Device evaluated in the field by heartware clinical engineering personnel. The product remains implanted in the patient, therefore it will not be returned. The controller ((B)(4)) was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The electrical fault complaint was confirmed based on controller logs. The logs show electrical faults on the rear stator. Functional testing of the returned controller showed it ran normally with no fault alarms or errors. Foreign material was found in the controller's driveline port. An internal investigation has been open to address the issue. No additional information will be forthcoming. (B)(4) hospitalization. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2013-00230 and 2016-02137) submitted for devices related to the same event.

Event description:
This event involved a patient who experienced electrical fault alarms and a vad stop approximately 40 days post heartware lvad implantation. These alarms had started the previous evening and the patient was talked through a controller exchange over the phone by the hospital staff. Heartware field clinical engineer scheduled a driveline cleaning procedure. Dried white crystalline material was seen in the pins and dried blood was observed on the face of the connector. Inspection of the driveline showed particulates in the inner lumen of two wires (black and green). Preliminary logs files review showed 18 electrical faults resulting in a vad stop. An elective controller exchange was performed by a heartware field clinical engineer without patient injury.